Event description:
Pt was admitted to cath lab for a percutaneous nephrostolithotomy to retrieve a large renal calculus and was placed under general anesthesia. The dr completed the cystoscopy, removal of the ureteral stent, and performed a left retrograde pyelogram, which revealed a large renal pelvis with two large calculi lodged in the lower pole. Pt turned and repositioned. Attempts to perform the percutaneous nephrostolithotomy were unsuccessful due to poor imaging, due to the x-ray fluoro scan machine showing significant pivelation.